Event description:
It was reported that this was an arteriotomy closure of the calcified right and left common femoral arteries using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, four prostyle failed in one artery and one prostyle failed in the other artery. The sutures of two new prostyle devices were successfully pre-placed in both vessels. The sheath was upsized to greater than 10f, and the evar procedure was completed. Hemostasis was achieved in both access sites with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was observed as a link detachment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified right and left common femoral arteries using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, four prostyle failed in one artery and one prostyle failed in the other artery. The sutures of two new prostyle devices were successfully pre-placed in both vessels. The sheath was upsized to greater than 10f, and the evar procedure was completed. Hemostasis was achieved in both access sites with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to previously filed report, update to event description: reportedly, five prostyle had a cuff missed noticed for four devices in one artery and one device in another artery. No suture was present when the plungers were removed for the five devices. No additional information was provided.